Manufacturer narrative:
Based on the claim against the product by the customer noting smoke coming out of the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Energy delivery was performed on an in-house system, and it was confirmed/observed that the smoke was coming out in between the grips. The instrument was also found to have exposed electrode on one of the bases of the bipolar forceps grip. The unit passed electrical continuity test. Heavy sign of thermal damage on the bipolar yaw pulley was observed. The instrument has been transferred to engineering to determine the location of the damage insulation or broken insulation of the conductor wire, because the instrument still passed electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, every time the surgeon stepped on the bipolar, smoke would come from the middle of the maryland bipolar forceps instrument and the bipolar energy was not working. The customer checked the instrument a couple of times and contacted intuitive surgical, inc. (Isi) technical support engineer (tse). The customer changed the bipolar instrument and continued with the surgery. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Initial findings were confirmed by the advanced failure analysis. The instrument was confirmed to have thermal damage between the grips and an exposed electrode. Continuity was retested on the instrument and passed. The conductor wire was inspected and no damage or break of the insulation was observed. The thermal damage was a result of the conductor wire insulation degradation.

Event description:
Refer to h10/h11 for follow-up information.